Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at the point of a severe kink. The hypotube broke 197mm from the strain relief. The break may have occurred due to the application of excessive force which initially kinked the device and then resulted in the hypotube breaking. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, de novo target lesion was located in the highly calcified and tortuous left anterior descending artery. The lesion contained >45 and <90 degrees bend. Predilation of the lesion was performed with residual stenosis of 85%. Then a 2.75x38mm promus element long stent was advanced. The physician then attempted to push the device however the shaft was kinked. The device was immediately withdrawn and it was found out that the shaft broke. The procedure was completed using a bare metal stent.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, de novo target lesion was located in the highly calcified and tortuous left anterior descending artery. The lesion contained >45 and <90 degrees bend. Predilation of the lesion was performed with residual stenosis of 85%. Then a 2.75x38mm promus element¿ long stent was advanced. The physician then attempted to push the device however the shaft was kinked. The device was immediately withdrawn and it was found out that the shaft broke. The procedure was completed using a bare metal stent.